Manufacturer narrative:
Sept 17, 2010 - this event concerns a device that was mfg and used outside the us. Analysis is pending.

Event description:
As reported by the physician, the implantation of the subject device was completed without anomaly on (B)(6) 2010. It is noted that the physician did not perform a pull test on the pacing leads to verify proper connection. On (B)(6) 2010, prior to pt release from the hospital, high ventricular lead impedance was measure by the device (>3000 ohms) and ventricular pacing spikes were not being delivered. Prior to the reintervention on the same day, the lead impedance was again measured (>3000ohms, bipolar and 650ohms, unipolar). During the reintervention, blood was observed within the is-1 port, and psa measurements of the lead were normal. Another pacemaker was subsequently implanted.